Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The touchscreen was found malfunctioning. The manufacturer¿s international service technician replaced the touchscreen. The device was checked and found normal. The system was returned to service.

Event description:
The customer reported a touchscreen calibration error. There was no patient involvement. Event date not specified; estimate used.